Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray switch was replaced during the service call. There is no other service information at this time.

Event description:
It was reported that the button sticks and causing exposure to go longer than it should. There was no patient injury or death reported.